Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implant date: (B)(6) 2018 the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was rising. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had the following issues; gradual increase in impedance, high thresholds and potential non capture. It was also reported the right atrial (ra) lead had the following issues; high thresholds, gradual increase in impedance and a warning for high impedance. It was unknown if these issues were due to the leads or the implantable pulse generator(ipg). The leads and ipg remain in use and future intervention is planned. No patient complications have been reported as a result of this event.